Event description:
It was reported that there was a crack around the battery cap and down the side of the insulin pump. The customer's blood glucose was 10.0 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked battery tube threads, reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.